Event description:
It was reported that the left ventricular [lv] lead was not capturing at any output and there was no biventricular pacing. It was also reported that during the replacement procedure, the physician was unable to pass the stylet or guidewire through the lv lead, suggesting possible "coil disconnect." The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic cut, depression, and cosmetic melting. Additionally, the outer insulation exhibited cosmetic environmental stress cracking, and was breached/cut. Blood was found on both the proximal and distal conductors, which were both kinked/buckled. The lead exhibited apparent explant damage.

Event description:
It was reported that the left ventricular [lv] lead was not capturing at any output and there was no biventricular pacing. It was also reported that during the replacement procedure, the physician was unable to pass the stylet or guidewire through the lv lead, suggesting possible "coil disconnect." The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.